Event description:
It was reported that the patient had hyperglycemia along with diabetic ketoacidosis due to kinked cannula on (B)(6) 2026. The patient went to emergency room received intravenous fluids of saline and insulin as the treatment.

Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.